Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and tandem-provided usb cable. The customer continued to use the pump for insulin therapy. A new charging cable and wall power adapter was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.